Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that when he was delving a bolus, the plunger in the reservoir did not move even though the insulin pump said it was delivering insulin. The insulin pump had a delivery anomaly. When he attempted to deliver the bolus the insulin pump alarmed failed battery test. He tried to change the carbohydrate ratio but it was not correct and therefore he did not use the bolus wizard the past week. Customer's blood glucose level was 295 mg/dl. The insulin pump did not pass the displacement test twice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.